Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Note: for field h4. Catalog should be ¿unk_smart touch bidirectional sf¿ this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentry tachycardia (avrt) ablation procedure with a thermocool smarttouch sf and the patient experienced a stroke. The patient was hospitalized with a stroke. The patient improved and was discharged the next day with minor eyelid problem on one side. The physician's opinion on the cause of the adverse event was that the patient did not receive heparin prior to transseptal access; heparin was administered only at the end of the procedure due to a miscommunication among the team. It was reported that during the procedure for a left sided accessory pathway, the electrophysiologist performed a transseptal puncture and asked the team to administer heparin before the puncture. At the end of the procedure she requested an activated clotting time (act); when the act was low she asked again whether heparin had been given, and the medical team replied that it had not.